Event description:
It was reported that at the beginning of a da vinci-assisted sigmoid colectomy surgical procedure, the surgeon tried to open the vessel sealer extend (vse) instrument jaws after the instrument was installed and the jaws did not open with hand control. The wrist articulation was responding normally. The vse instrument was removed for the customer to try to open the jaws with the grip release slider, but the nurse could not slide the slider. The instrument was installed in the universal surgical manipulator (usm) again for the customer to try to open the jaws, but they would not open. It was then replaced with a backup vse. The procedure was completed with no reported injury. Intuitive surgical inc. (Isi) followed up with the customer to confirm that the instrument was inspected with no issues noted. The jaws release was not inspected. The surgeon was trying open the jaws to grasp tissues and an error occurred. The jaws would not open, and the surgeon could not grasp tissue. The procedure was completed robotically.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The vessel sealer extend (vse) was analyzed and found to have a dislodged grip ring at the proximal end. This failure prevents the grip open lever to function normally. The vse also had a dislodged set screw at the proximal end. The screw was found stuck on the magnet. This failure caused the grip ring failure of the instrument. The vse instrument passed the self-test and homing. The instrument moved intuitively with full range of motion in all directions. The grips opened and closed properly. No ceramic dots missing.